Event description:
We have trained pt with hemosplit catheter accesses to do home hemodialysis using the nxstage hemodialysis machine. This system uses tubing/cartridges made by medisystems. We have noticed that the connections to the hemosplit catheters are not very tight and loosen up very easily to syringes, saline spikes and bypass segments, but doesn't seem tight to the hemosplit catheters. We had one come apart at the exact time we were ready to take the pt off- no problem occurred but there is potential for a problem. We have all of our pts/caregivers tape the connections as a safety measure (before we noticed this problem).

Manufacturer narrative:
Received one dialysis machine (not manufactured by reporting manufacturer) with multiple connectors and will be evaluated. Results are expected soon.